Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 06/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during intra aortic balloon pump.

Event description:
The iab was inserted into the pt on 12/7/1997. On 12/12/1997 after iabp for 120 hours, blood was noted in the helium tubing. On 12/12/1997, the pt was in ICU on a respirator. (Event complications: none from the event - reported 12/17/1997.) (Pt's current status: respirator-rpt'd 12/17/1997)